Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient suffered burns to the face when the drape ignited during electrocautery use. The right ventricular (rv) and right atrial (ra) leads had been implanted and connected to the pacemaker outside of the pocket. The physician was using electrocautery on some small bleeders to obtain hemostasis prior to securing device in the pocket. The electrocautery sparked a small fire, and the physician saw some discoloration on the insulation of the rv lead. Although testing appeared normal, physician elected to remove and replace rv lead for safety due to the insulation appearing damaged/discolored. The lead was removed and replaced without difficulty. When the physician used electrocautery once again, a larger fire ignited on the surgical drape and spread to the patient's oxygen mask. The fire was extinguished and patient was stabilized and intubated. Since the pacemaker had not been placed in the pocket, the physician elected to completely remove the pacemaker and leads due to infection risk from the device and leads being exposed.